Event description:
During implant, while using a medtronic catheter passer, the vein was punctured. Physician made a third incision to locate bleeding, applied pressure, and used cautery to stop the bleeding. This resolved the issue.